Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer also reported that "she could not speak well" and "feels like a reaction of high glucose levels". There was no third party medical intervention reported. There was no report of death, serious injury or mistreatment associated with this event.